Event description:
It was reported that after a laparoscopic gastric band procedure, the surgeon described a 'fold flaw failure` the surgeon found that the patient was not receiving any restriction and laparoscopy confirmed a leak. The band was removed and replaced with a competitor's band. There were no adverse consequences for the patient .

Manufacturer narrative:
Date sent: 10/08/2009. Information anticipated, but unavailable at this time.